Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, when several noise reversion episodes were noted on the right ventricular sense amp during device interrogation. Noise was reproducible via isometric exercises. Patient is not dependent and has intact atrioventricular conduction. Programming changes were made. Patient was stable.